Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump gave them an occlusion warning two days ago but then no further issues after repriming. The patient reported that they have been receiving them off and on for two days. There is no reported adverse event with this complaint. This report is made based on the allegation of the occlusion issue.